Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Upon review of merlin transmission, noise was observed on the right ventricular lead. Patient was admitted to the hospital and device therapies were turned off. A lead revision was discussed. No further information was reported.